Manufacturer narrative:
Evaluation summary: one instrument and 7 cartridges were received for analysis for analysis. The instrument was received in good visual condition and with no cartridge present. The instrument was tested for functionality with returned cartridge g; the cartridge was received fully loaded with staples. The instrument fired, cut and formed all the staples as intended. The instrument fired and cut with out any difficulties, the staple line was complete and the staples were noted to have th proper b-formed shape. Six cartridges were received void of staples and with the swing tab in the locked position. No functional test could be performed. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, not all staples formed properly. The case was completed with another like device. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.